Manufacturer narrative:
Concomitant medical products: product ID 8835, product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. The patient stated he had many different drugs in the pump including morphine and baclofen but had not further details. Additional patient medications included oral oxycodone 0.5mg three times daily. The patient also had a personal therapy manager (ptm) that was to replace the oxycodone and was told by the healthcare provider (hcp) that he would get "100" from the bolus. Patient history included non-malignant pain and failed back syndrome. The patient had pain on the bottom of his ribs and his hip bone. The patient's hcp told the patient that the surgeon implanted the pump in the "wrong spot" and it was "hitting the edge" of his ribs and was "eating away at bottom two ribs." This was shown to the hcp on an x-ray. The patient also stated that there was a "round circle in my hip bone" in the x-rays. The hcp planned to revise the current pump with a 20ml pump and move the location of the pump more midline. No device malfunction was alleged. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the patient was still in pain. The patient had spoken with someone about device replacement in (B)(6). The patient also recently received a letter stating his healthcare provider (hcp) office was closing and asked for other listings.